Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned diagnosis, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available on the device. Fse performed troubleshooting and found that the estop signal active on the xmp error appeared causing the geometry movements to be partly available on the device. Fse reseated the connections of the geo pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were partly available on the allura device. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo pc was failing. The geo pc connections has been reseated and the system was returned to use in good working order.